Event description:
It was reported that a peritoneal dialysis (pd) patient developed peritonitis. The patient does not know what caused it. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2024 due to abdominal pain. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture resulted positive for pseudomonas (species unknown). The patient was initiated on antibiotic therapy (drug, route, dose, frequency, and duration unknown). The patient was not responding to the antibiotics, so the pd catheter was removed. The patient was initiated on hemodialysis (hd). The patient will be completing in-center hd until recovery is complete. The patient remains hospitalized. The patient was recently trained on continuous cycling peritoneal dialysis (ccpd) utilizing the liberty select cycler. Although the cause of the peritonitis is not confirmed, it is suspected there was contamination that occurred at some point that caused the peritonitis event. No further information was available.